Event description:
As reported to coloplast though not verified, patient was implanted with two restorelle and mpathy omnisure mesh. Later the patient experienced mesh exposure, urinary tract infection, vaginal bands, pain, dyspareunia, urinary retention and slow bladder emptying. A vaginal band release and mesh trimming were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.